Event description:
Pt undergoing colectomy lab asst, left. After stapler was fired, it would not release and open. Dr. (B)(6) manually opened the stapler. Reload ref # (B)(4) echelon 45, unk lot number and expiration date due to opening multiple at once.